Event description:
It was reported by the customer, 11:32 on (B)(6) 2023, the bard 4f single-lumen PICC catheter was inserted. The process went smoothly. The peripherally intubated central venous catheter kit and the connector of the accessory were connected to the infusion set without leakage.(B)(6) at 09:00, when the fluid was infused again, the fluid leaked from the connector and the PICC connecting tube. Replace the heparin cap, and the infusion process goes smoothly. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.